Event description:
It was reported that the patient arrived at the hospital after hearing the patient alert. The device was interrogated and there was high and varying impedance on the right ventricular (rv) lead. The rv lead remains in use and the patient will be closely monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient arrived at the hospital after hearing the patient alert. The device was interrogated and there was high and varying impedance on the right ventricular (rv) lead. It was further reported that the patient alert was again triggered. The physician elected to open the pocket and check the lead. Lead impedance was within normal range and lead was connected securely. The physician decided to remove the lead and implant a new lead. During the explant procedure, the lead was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:11. Daily pace lead impedance trend data show various spike increases for ventricular pace bi impedance = 703 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The distal segment of the lead was returned and analyzed. No anomalies were found. Visual analysis noted apparent explant damage.